Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was asleep and got a low alarm of 40. Customer woke up and his actual blood glucose was 406 mg/dl. Customer bolused and waited 2.5 hours and calibrated again. Customer needed a sensor replaced. Customer declined troubleshooting for high blood glucose. Customer was advised to remove and change out the sensor. Customer stated that he once had a sensor that had a little blood when it was removed.